Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve enveor-l and ls-enveor-2629 were used to load a 29mm evolut r. The paddles and struts of the evolut r were seated correctly and the first half of the valve was crimped and loaded into the capsule. The back plate of the ls-enveor-2629 was removed to access the funnel portion of the compression system and the second half of the valve was crimped without issue. Upon capturing the second half of the valve (inside the funnel), it was noted that tension on the system maybe tight. As no obvious misload could be identified, the deployment knob was turned a couple more times and this resulted in a loud crack sound and it was noticed that the deployment knob had split/separated. Decision was made to remove compression system and the capsule guide tube and it was at this point that is was noted that the capsule guide tube was very, very tight on the enveor-l capsule. A lot of force was required to remove the capsule guide tube from the catheter. No visual misload was identified upon inspection of the capsule (lumps/bumps, white blemishing, bend) and there was no end cap separation on the enveor-l. The valve was deployed into a separate rinse bowl and inspected. The valve was then loaded into a new enveor-l using a new ls-enveor-2629 and was loaded without incident.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device in the original packaging at medtronic¿s quality laboratory, visual analysis showed there were no evidence of cracks, splits or separation along the device as reported. The handle appears intact. The micro control appears to retract and advance the capsule. The macro control moves to fully advance and retracted positions and locks in place when released. The tip retraction mechanism appears intact. The screw gear snap fit remains connected. The distal tip of the capsule seats flush against the tip ledger when fully advanced. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. After visual observations were complete, a sample 29 mm valve was loaded into the returned dcs using the returned compression loading system (cls). The loading of the device progressed normally until the valve was loaded approximately to the margin of attachment (moa). At this point, the proximal end of the deployment knob separated, con firming the reported event. No unusual sound was noted at when the deployment knob separated. No damage or stress marks were noted on the snap-fit tabs. A slight increase in tension was felt immediately prior to the deployment knob separation. The handle was able to be easily reconnected, and the valve removed from the capsule with no difficulties noted conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis findings were able to confirm the event of deployment knob separation. It was also reported that the catheter guide tube was very difficult to remove from the dcs. The effort required to insert and remove the returned dcs from the returned capsule guide tube was compared with a sample capsule guide tube. No noticeable difference was felt between the returned and sample unit. The perceived force could be impacted by any number of factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.